Event description:
New information notes that based on the review of diagnostic imaging provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for device replacement due to normal eri. Externalized conductors were observed. A decrease in sensing was also noted. The lead was capped and replaced.